Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under delivery anomaly or communicate to carelink pro due to due to motor error alarms.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer allege insulin pump was over delivering. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap was appears normal. The customer was assisted with troubleshooting. The customer was treated with food. The insulin pump will be returned device for analysis.